Event description:
It was reported via the risk management department a 6f angio-seal sts plus device was used to seal the arteriotomy site post percutaneous cardiac intervention. Two drug-eluting stents were placed in the right coronary artery. Later that evening, the patient experienced abdominal pain and retroperitoneal bleeding was diagnosed. The patient returned to the cath lab for percutaneous repair, the attempts were unsuccessful. The patient underwent surgical exploration and vessel repair. The patient responded well to surgical intervention and was discharged home in 3 days.